Event description:
It was reported that there was a pocket fill with 40cc and the patient never had problems; there were no symptoms and ¿nothing happened¿as a result of the pocket fill. The drug contained in the pump was not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).